Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products : px45jbp lead implanted: (B)(6) 1999, px53bp lead implanted: (B)(6) 2999. (B)(4).

Event description:
It was reported that about nine days after the implant procedure, the left ventricular lead was dislodged. A pacing failure and oversensing were also noted. The lead was repositioned and remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.